Event description:
The customer reported the rlu results from automatic dilution measurement of (B)(6) hcv ag samples were low when processing on the architect i2000 analyzer. The following information was provided: hcv ag: first inspection: original magnification measurement. Sid: (B)(6) . Measured value: (B)(6) . Re-examination: manual dilution 2 times measurement. Sid: (B)(6) . Measured value: (B)(6) . Re-examination: automatic dilution 9 times measurement. Sid: (B)(6) .measured value: (B)(6) . Rlu: 3. The customer reported that the rlu for the initial inspection and re-examination is unknown because the measured device serial was not available. There was no reported impact to patient management.

Manufacturer narrative:
Patient identifier: multiple = (B)(6) all available patient information was included. No additional information was provided. (B)(4). Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.